Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens intraocular lens. Approx nine months postoperatively, the intraocular lens vaulted and was subsequently explanted.